Event description:
It was reported that the patient had difficulty charging the ipg as it would not align with the charger. The patient underwent an ipg pocket revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively. No device was explanted or implanted.